Event description:
It was reported post a successful da vinci s prostatectomy procedure, the pt was found to have a small bowel injury. The isi distributor rep reviewed the case video and was unable to identify when this injury may have occurred. The site's instruments were inspected for cracked insulation or other types of damage that may have caused the pt injury, however, nothing was observed. The nature and cause of the injury was reported as being unclear by the surgeon. The pt was required to stay in the hospital for an additional day for observation, however, no additional pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions - the site has been asked to provide isi with the procedure video for further analysis and evaluation, however, no info has been received as of september 25, 2009. The root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if the procedure video is returned (post-evaluation) and/or if additional info is received.